Manufacturer narrative:
Due to character limitation in e1: full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge field service engineer that the cardiosave intra-aortic balloon pump (iabp) lcd had a line of bad pixels during preventive maintenance. There was no patient involved.

Manufacturer narrative:
Updated fields- b4, d9 (return to manufacture date), g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. Fse noticed that the upper lcd had a fine line of bad pixels running along the lower half of the display. Fse ordered the replacement part and returned to install it. Once installed the new display top lcd was good. All tests passed to factory specifications. Returned to the customer and released for clinical use. The failure analysis and testing dept. Received and reported unit failure of a leak test. The fat performed a visual inspection and found damage on the helium tank nozzle. This would cause a helium leak. Probable root cause is a user error. Retaining the part in the failure analysis and testing department per procedure.